Event description:
On 9/8/95 the pt was prescribed a medication and continued to be given it until 11/24 even though he repeatedly informed his physician that he was having trouble breathing. He also had swelling of the hands and the head, loss of appetite, trouble with his eyes, and involuntary movements. On 11/24/95 he refused to take any more medication as it seemed the only way to get the attention of his cardiologist. By this time much damage had been done to his lungs, among other things. On 12/6/95 pt received an implantable cardiac defibrillator in addition to a pacemaker he had received in 7/95. Rptr notified pt's cardiologist there was an unusual spike on his monitor that was not there before. From the billing received it appears the leads on the pacemaker were moved. Five days later after a severe reaction from the defibrillator pt was told he was going into kidney failure. The pt passed away on 12/20/95, still asking for a doctors help, because he could not breathe. Rptr sincerely believes that he would have lived just as long, or longer without the medication or the defibrillator. On 12/11/95 ICD reacted by almost knocking pt across the room. Plus there were 3 more severe reactions before he could reach his bed a short distance away. On 12/12/95 the ICD reacted 2 times more in the doctor's office. Dr phoned 911 and returned pt to hospital by ambulance.